Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/15/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was described as raised, red bumps with itching. Patient's mother stated that the rash looked as though it was the size and shape of the continuous glucose monitor (cgm). Affected area was treated with cloderm, prescribed by patient's dermatologist on (B)(6) 2016 for previous reactions. Patient's dermatologist had concluded that the rash was coming from something specific to the cgm device itself and not the sensor adhesive. No additional event information was provided. The sensor was inserted into the arm. The g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
The reaction was described as an itchy rash.